Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with a nocturnal hypoglycemic episode in the high 50s that was treated with glucose tablets, followed by a post-breakfast hyperglycemia to 258 mg/dl while using the ilet system; the user had performed multiple meal announcements close together, and education was provided to avoid stacking announcements due to potential algorithm disruption. Symptoms included no reported physical complaints during either the low or the high. Outcomes included successful self-treatment without outside assistance or medical intervention. Investigation included review of user-reported data and counseling on proper meal announcement practices. Investigation of this case revealed no device malfunction, with user technique identified as a contributing factor related to multiple overlapping meal announcements that could affect automated insulin dosing behavior. It was concluded, based on previously established findings for similar reports, that the cause was unclear with user handling likely contributory. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.